Event description:
It was reported that a registered nurse (rn) discovered a fluid leak on the inside of the cassette door of their cycler during peritoneal dialysis (pd) treatment a week ago. The nurse reported not receiving an alarm prior to the leak. Fluid was discovered in the pump module area and on the external of the cassette. The cause of the leak is unknown. The rn was advised to set up the cycler again and try a cassette from a different lot to see if the same issue occurred. Upon follow up, the rn confirmed the reported event. The rn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The rn stated that the patient was able to complete peritoneal dialysis treatment using the cycler.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a registered nurse (rn) discovered a fluid leak on the inside of the cassette door of their cycler during peritoneal dialysis (pd) treatment a week ago. The nurse reported not receiving an alarm prior to the leak. Fluid was discovered in the pump module area and on the external of the cassette. The cause of the leak is unknown. The rn was advised to set up the cycler again and try a cassette from a different lot to see if the same issue occurred. Upon follow up, the rn confirmed the reported event. The rn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The rn stated that the patient was able to complete peritoneal dialysis treatment using the cycler.